Event description:
The nurse of pt "a" noticed that the name displayed on the fetal monitor was of pt "b". Pt "b" had just recently been admitted. The ward board displayed the correct information. The computer chrono screen on pt "a" displayed the correct pt's name, but stated "pt not admitted", yet pt's name was on the ward board. Pt "a" had delivered at 05:26; pt "b" was admitted at 06:49 into triage then transferred to ldr #213. Rep printed a strip on pt "a's" fetal monitor, neither name printed on strip - ID-000.